Manufacturer narrative:
The reported issue that the syringe module would have frequent occlusion alarms while attempting to infuse 40ml syringe volume in 10 minutes could not be confirmed; no product or device logs were returned for investigation. Further troubleshooting assistance with a bd representative concluded that the syringe in use was an incompatible syringe with the pca module and the customer was advised on syringes and tubing the customer could use to avoid this issue moving forward; a device malfunction is not believed to have occurred. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The pca module is used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported from biomed that the syringe module would have frequent occlusion alarms while attempting to infuse 40ml syringe volume in 10 minutes. The customer indicated that he is currently using a 50ml bd syringe. After speaking to bd it was confirmed that the customer was using an incompatible syringe with the pca module. Bd advised the customer on syringes and tubings the customer could use to avoid this issue moving forward. There is no report of patient involvement or harm to the patient.